Event description:
It was reported that they noticed several cadd solis pumps were showing full battery and turning off within a few minutes to a few hours of starting. A few were turned on with full battery then immediately shut down, but most were after running for a little while. They noticed that they could shake the pump and sometimes it turned off when tapping on the back of the pump; notably, one of the pumps was new, out of the box. This had happened on both ac and battery power.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. Based on representative testing, the device maintains normal functional performance under typical handling and use conditions. The shutdown behavior was only observed when unusually strong, localized forces between 14 kg and 51 kg were applied to a small area of the rear enclosure. During intended operation, the cadd-solis pump is typically mounted on an IV pole or carried within a protective pouch, preventing the occurrence of such localized high-magnitude loading. Consequently, the observed behavior does not represent a functional or safety concern under expected clinical use conditions. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation.